Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the reflux function works on its own intermittently. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The cables were reseated in the footswitch. The system was tested and found to meet product specifications. The system was manufactured on june 11, 2013. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).